Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) a flo-gard pump/ gravity interlink solution set in which particulate matter was observed. According to the report, the set was found to have particulate matter inside the tubing. The reporter noted the small spec that looked like an insect. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a small brown particle embedded in the tube wall. The particle is a burn mark. The reported problem was confirmed but the root cause of the reported non-conformance is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.